Event description:
It was reported that the wireless recharger (wr) was hard to get working and that they felt the recharging sessions took a long time as they had to use it for 30-60 minutes. The caller stated they felt pain during charging, in that sometimes they felt like they were being cut and it gets very hot to where the patient had to stop charging. The caller confirmed they were not harmed. The caller stated the sensation did not happen frequently and that they believed it started last year, and in the last couple of months had gotten worse. They stated typically when they had not charged the ins to a full charge the day prior, the recharging session would be the length they alleged was an issue and that on the second ins that was needed to be charged (sometimes the left and sometime right), they would feel the pain/heat. The caller stated they did take a break between charging the first ins and the second ins with the same wr. The caller stated because they were flat chested, they used a rag to take some of the pressure off and it was hard for them to get comfortable with the wr on due to the sensation. An email was sent to repair to replace the wr and redirected the patient to their hcp if the issue was not resolved or if they felt or experienced any severe symptoms.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.